Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision acetabular cup; (B)(6) hospital, (B)(6) 2018 - patient presented to surgeon with unstable hip. On x-ray evaluation it was noted that the cup was positioned in a non optimal position. Due to the dislocation risk and bone impingement a revision acetabular replacement was performed. The cup liner and head were changed. Female patient initials mp, (B)(6). Unknown jrn: pinnacle cup - discarded, unknown jrn: pinnacle liner - discarded, unknown jrn: 32 mm metal head - discarded.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.